Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile changes with moisture) issue. The reporter alleged the audio bolus button was under responsive. It was also reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: during investigation, the audio bolus button was found to be torn/punctured, and unresponsive. A leak in the audio bolus button was present with evidence of moisture corrosion on the audio bolus button contacts, and on the infa-red board contacts for the audio bolus button. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.